Event description:
Subsequent to the previously filed medwatch report filed, new information received as follows: after inflation of the 4.0x12 mm nc trek balloon catheter at 12 atmospheres, during retraction of the device from the anatomy, some resistance was felt and the shaft and balloon separated. The separated piece was removed from the anatomy using a snare device. A new 4.0x12 mm nc trek balloon was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon and inner member separation was confirmed. The reported balloon rupture could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 4.0x12 mm nc trek balloon ruptured during the coronary intervention. No adverse patient effects were reported. No additional information was provided.